Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 36 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the samples received has been performed and all units are tight. Novosyn biocompatibility has been tested in several experiments. In the sensitization and irritation test the harmlessness of novosyn was proved. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Sterilization process was also normal and the results of the sterilization control are correct. As indicated in the instructions for use of the product: "during the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue." "An existing infection may be negatively influenced by any absorbable suture". Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It has been reported that the resident physician has repeatedly noted redness at the injection site and in some cases, threads coming up when using sutures (cat # c0068597 - novosyn violett). It was reported that the sutures were used for hypodermis. The physician stated he creates 4 knots single-button sutures and uses skin clips during the procedure. After 2-3 weeks the physician removed the skin clips and found pus at the thread site. The physician reopened the wound and took care of the site again. On july 13, 2016 additional information was received that the physician stated that this reported issue has involved approximately 10-20 patients in 2015 and 4-5 patients in 2016. All MDR filed that are associated with this report include: 2916714-2016-00589, 2916714-2016-00590, 2916714-2016-00591, 2916714-2016-00592, 2916714-2016-00593, 2916714-2016-00631, 2916714-2016-00632. Products involved in reported issue: item number: b0088788 / novosyn violett 2(5) 4x45cm hr48to(m): lot # 116193. Item number: b0088797 / novosyn violett 1(4) 4x45cm hr37sto(m): lot # 116123, 116173, 116106. Item number: c0068597 / novosyn violett 1(4) 90cm hr37s(m): lot # 116073, 116053. Item number: b0068563 / novosyn violet 2(5) 90cm hr48(m) ddp: lot # 116083, 116088. Additional information has been requested regarding the additional reported patients involved. When information is received, additional med watch reports may be filed, as appropriate.